Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a constant loss of communication between the pump and the sensor and insisted that there was an issue with the pump. The customer also reported that the instinct sensor was providing inaccurate readings. The customer reported no adverse event. The event involved product mmt-1884 and 78893-01. Troubleshooting was performed for the communication issue. Going through start sensor process with minimed mobile app did not resolve the issue. Troubleshooting was also performed for inaccurate sensor reading. Blood glucose value at the time of event was 125 mg/dl and sensor glucose value at the time of event was 88 mg/dl. Insulin delivery was not suspended due to sg value. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis. No product return is required for 78893-01.